Event description:
Lap gallbladder - "physician stats that the clips would bend and would not stay clipped." Pt status: fine.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.